Manufacturer narrative:
Investigation summary: a review of the device history report indicating bravo capsule lot number 33468q was released meeting finished product specifications. According to the accuview graph ph signal reads as normal values (1.9 ph- 6.8ph) throughout the study. The signal is not continuous throughout the study which indicates a suspected communication problem or a capsule transmission problem. The graph of the procedure stops at 6:24:19pm, the initial day of the study. The recorder could have stopped recording because of the following; recorder's battery discharged prematurely, recorder battery was not fully charged, or the patient tampered with the recorder by mistake. Without the recorder no root cause could be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, it was noticed that the study recorded was shorter than the intended time of the procedure. During the study, the patient noticed that the recorder shut off while at home and after reviewing the study, the physician confirmed that only two hours of the study was recorded. There was no patient injury but a repeat procedure is needed. No other known adverse events were reported.